Manufacturer narrative:
The test reservoir did not lock properly inside the reservoir tube. The unit had a broken reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a missing reservoir tube o-ring.

Event description:
The customer called to report that the reservoir would not lock into place because the top of the reservoir compartment was damaged. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.